Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead experienced syncopal episodes. Noise being oversensed that led in pacing inhibition was noted. Impedance measurements were good except for the lead safety switch (lss) which means that at some point there were out-of-range (oor) measurements. The physician was able to recreate these observations upon pressing hard on the device. The physician suspected there was a lead fracture. The field representative also thought that it was the nerve stimulation procedure that might have caused it. However, syncopal episodes still happened even if the procedure was stopped. Reprogramming was performed. Later, the device was explanted and will be returned for analysis while the rv lead was surgically capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.